Event description:
It was reported that the patient developed an infection and bacteremia. Endocarditis was also noted. Patient's device system was explanted. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.